Manufacturer narrative:
This report derives from follow up information obtained through regulatory report 2182208-2017-01043. Referenced article: impact of substrate modification by catheter ablation on implantable cardioverter-defibrillator interventions in patients with unstable ventricular arrhythmias and coronary artery disease: results from the multicenter randomized controlled sms (substrate modification study). Circulation: arrhythmia and electrophysiology. 2017; 10(3). If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding implantable cardioverter defibrillators (icds). Follow up information indicated a patient experienced a left ventricular (lv) lead dislodgement. A revision was performed and the lead remained in use. The patient is enrolled in the (B)(6) study. No patient complications have been reported as a result of this event.